Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead triggered an alert for pacing lead impedance, high, out of range. History shows gradual rise in impedance. There was noise on stored events in the past, that correspond to a surgical procedure. Programming options were discussed for this rv lead. Additional information was received mentioning that rv pacing thresholds were on the higher end as well and the physician elected to replace the lead with the patient being pacemaker dependent, therefore it was surgically abandoned. A lead fracture was assumed. The rv lead is not expected to be returned. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead triggered an alert for pacing lead impedance, high, out of range. There was noise on stored events in the past, that correspond to a surgical procedure. Programming options were discussed for this rv lead that remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead triggered an alert for pacing lead impedance, high, out of range. History shows gradual rise in impedance. There was noise on stored events in the past, that correspond to a surgical procedure. Programming options were discussed for this rv lead. Additional information was received mentioning that rv pacing thresholds were on the higher end as well and the physician elected to replace the lead with the patient being pacemaker dependent. A lead fracture was assumed. The rv lead is not expected to be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.